Manufacturer narrative:
All of the buttons are functioning properly during testing however, moisture damage was found on the keypad traces during our visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, cracked reservoir tube and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump has an unresponsive keypad. The blood glucose reading was 174.6 mg/dl. Nothing further reported.